Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to leaked liquid observed around the electrolyte injection cup (eic) on unicel dxc 600 pro synchron clinical system. There was no effect to patient or to user. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.

Manufacturer narrative:
The customer purged the electrolyte injection cup (eic) with di water. A bci field service engineer (fse) checked and verified the eic and also cleaned the sample probe vacuum valve.